Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 1 event was reported for this quarter.  Product return status 1 device was not available to stryker for evaluation.    Additional information 1 device was not labeled for single-use. 1 device was not reprocessed and reused. Device not returned for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.